Event description:
Unomedical reference number (B)(4). Event occurred in united states. The patient reported that the infusion set cannula was bent. The patient reported a high blood glucose (bg) level of 400mg/dl, obtained from both a continuous glucose monitor (cgm) and a bg meter (which read 328). The patient took a correction bolus via their pump and required assistance from their mother to administer insulin. The infusion set had been in use for less than 72 hours. Symptoms were noticed within 3 hours of insertion. The site was inserted in the abdomen, and the patient regularly rotated site locations. The site area was not impacted in any way. The patient confirmed that the introducer needle was ahead of the cannula prior to insertion. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.